Event description:
Patient representative reported "plaintiff alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: plaintiff suffered, and continues to suffer, from permanent physical injury, mental and emotional suffering, fear, grief, anxiety, apprehension, permanent scarring, and financial loss, including but not limited to, bia-alcl, scarring, disfigurement, diagnostics and explant, reconstruction, hospitalization, radiation treatments, chemotherapy treatments, infection, disability, chronic pain, other symptoms to include seroma, pain prior to explant procedure, rashes, itching, swelling, asymmetry of breasts, capsular contracture, heat sensation, mental pain, anguish and fear due to risk of further/increased risk of alcl, and other past and future economic and non-economic damages such as medical care costs, lost wages, lost wage earning capacity and mental pain and suffering. Plaintiff has been diagnosed with bia-alcl." This record is for the right side. The device has been explanted.

Manufacturer narrative:
The events of lymphoma, capsular contracture, infection and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: permanent physical injury, mental and emotional suffering, fear, grief, anxiety, apprehension, permanent scarring, and financial loss, including but not limited to, bia-alcl, scarring, disfigurement, diagnostics and explant, reconstruction, hospitalization, radiation treatments, chemotherapy treatments, infection, disability, chronic pain, other symptoms to include seroma, pain prior to explant procedure, rashes, itching, swelling, asymmetry of breasts, capsular contracture, heat sensation, mental pain.